Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that although the patient activator appeared to work correctly, the clinic was not able to see events the patient believed were captured and marked. The activator will be replaced if the patient calls back. No patient complications were reported as a result of this event.